Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer used their pump supplies for 3-4 days, the customer;'s clinical diabetes specialist advised the customer to change their pump supplies every 2 days to stay within the labeling of the pump supplies. Current blood glucose level was 354mg/dl.